Manufacturer narrative:
Lot # requested but not provided. Phone # not provided. (B)(4). The event is currently under investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on or about (B)(6) 2009. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Lot # requested but not provided. Phone # not provided. (B)(4). Event evaluation: we have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on or about (B)(6) 2009. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture, vc and organ perforation, migration, device unable to be retrieved, pain, shortness of breath'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported pain, shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: patient weight corrected from (B)(6) lbs to (B)(6) lbs. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to dvts in ue and le while comatose after contracting h1n1 influenza virus. Plaintiff is alleging fracture, organ perforation, vena cava perforation, migration, device unable to be retrieved, chest pain, pain, shortness of breath, wheezing and le swelling ."

Manufacturer narrative:
(B)(4). Severe back pain, chest pain, persistent cough, shortness of breath with wheezing and leg swelling are not labeled in the IFU. Device codes: fracture, migration and difficult to remove are not labeled in the IFU. Instructions on filter retrieval are labeled in the IFU. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on or about (B)(6) 2009. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, fracture, the inability to retrieve the device, and other: migration of strut first to spine and then into lung resulting in severe back pain, chest pain, a persistent cough, shortness of breath with wheezing, and leg swelling.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per rad/chest, dated (B)(6) 2015, "there is a linear radiopaque foreign body in the left lower lobe. This is consistent with a broken piece of wire."